Event description:
Additional information has been provided upon request: "the impella 5.5 sn (B)(6) was explanted on (B)(6) 2026 and was sent back in a return kit. The fedex tracking number is (B)(4). I was unable to download the aic data, as (B)(6) is currently supporting another 5.5 patient. As far as troubleshooting, I know the purge cassette was changed. "

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Manufacturer narrative:
To clarify, the b5 narrative in follow up 1 incorrectly stated the explant date as on (B)(6) 2026. This report has always had the correct explant date on (B)(6) 2026. Follow up 1 also corrected/updated d1. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the patient began experiencing a low placement-signal alarm, with the placement signal no longer correlating with the patient¿s non-invasive blood pressure (nibp). High pp and low pf were noted, accompanied by an active alarm. No kinks were observed, and no patient harm was reported.